Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the atrial lead exhibited increased threshold and decreased sensing. An x-ray revealed the lead dislodged. No intervention was reported and the patient was in good condition. The patient would be monitored.